Manufacturer narrative:
Additional information: d9, h3, h4, h6, h10. Correction to previous g6: type(s) of report (add 30-day). H4: the lot was manufactured between august 30, 2023 and august 31, 2023. H10: one (1) actual device was received for evaluation with 47ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the result was found to be within the product specification range. The reported condition was not verified on returned sample. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume infusors were underinfused during infusion. There was 70-90ml volume remaining after the expected therapy time. The infusors contained 240ml total volume including 66.7mg/ml fosfomycin in 5% glucose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.